Event description:
It was reported that the right ventricular (rv) lead impedance rose to 3475 ohms since implant approximately 7 years ago. It was also reported that the rv lead thresholds rose to 3.5v. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.